Manufacturer narrative:
Results: the returned lantern was fractured at approximately 22.0 cm from the hub. The device was kinked at approximately 41.0 cm from the hub. Conclusions: evaluation of the returned lantern confirmed a fractured device. If a lantern is forcefully advanced against resistance, the device may become fractured. Further evaluation revealed a kink on the device. Based on the reported complaint and return condition, the kink is likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. The non-penumbra sheath was not returned for evaluation; therefore, the root cause of the resistance was unable to be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using a lantern delivery microcatheter (lantern). During the procedure, while advancing the lantern into a 6f non-penumbra sheath, the lantern broke approximately 20-25 centimeters from the proximal end; therefore, was removed. The procedure was completed using a new lantern with the same sheath. There was no report of an adverse effect to the patient.